Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by ultrasonography. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 250cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor product analysis lab has received the device for evaluation. On (B)(6) 2018, mentor received additional information about the event. It was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. The serial number for the suspect medical device is (B)(4). On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring 1.0 cm. Additional area of missing material was observed also on the posterior view measuring approximately 0.3 by 0.2 cm. The microscopic examination of the edges of the rent and missing material revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent and an area of missing material were found on the device. Microscopic examination revealed parallel striations on the edges of the rent and missing material. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).